Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had geometry issues as it was jammed. Review of the system log file showed that emergency button was activated and then the system was rebooted but the geometry issue was not resolved. The fse re-installed the geo pc software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system's geometry was not working. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and re-installed the geo pc software. The device returned to expected functionality.